Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history determined a battery depleted alarm interrupted delivery. The user interface module software version of this pump is currently unknown. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) the device is being evaluated baxter onsite and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA mdq-CAPA (B)(4). This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.